Event description:
In 2006 -- a bard composix kugel hernia patch was used to repair the pt's hernia defect. In 2007 -- the pt's failed bard composix kugel hernia patch was explanted. The pt continued to experience abdominal pain and discomfort after the hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.